Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. . H6: investigation summary: the customer returned (2) 32ga 4mm pen needles, reporting a needle clog. The pen needles were visually inspected and observed (1)bent cannula npe and no issues on the other pen needle. A clog test was performed on the second pen needle and proper flow of fluid was observed with no issues. Based on the sample returned, embecta was not able to confirm the customer-indicated failure. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined, as the reported failure could not be confirmed. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 3 pen needles from this box that were clogged during flow check. Lot # 2263352. Catalog# 320550. Date of event this box unknown date- sometime last week = 2 pen needles. Date of event 03/23/2023 = 1 pen needle. Sample status awaiting sample = 2 pen needles.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 3 pen needles from this box that were clogged during flow check. Lot # 2263352, catalog# 320550, date of event this box unknown date- sometime last week = 2 pen needles. Date of event (B)(6) 2023 = 1 pen needle. Sample status awaiting sample = 2 pen needles.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.